Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum material in the syringe. Customer continued to use the pump supplies. Additionally, the customer experienced low blood glucose (bg) level of 53mg/dl, cause was unknown. The customer consumed glucose tablets to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.